Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that the patient's left ins and most of the left extension were removed. The rep reported that the extension was cut by the surgeon below the boot cover to try and keep the lead. The rep reported the hcp stated they would let the patient heal and do another stage ii for extension and battery placement if it looked healed in 3-4 months. The rep reported that the hcp stated the patient would need to quit smoking. The rep reported that the infection site by the left chest looked even better than the day before. The rep reported that the pus was stated to be clear. The rep reported that the patient had an unrelated procedure 3-4 months ago and the hcp stated perhaps they should have waited a bit longer to replace the battery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that there was an infection at the ins site which was first discovered on (B)(6) 2018. The rep reported there was redness, swelling, drainage, and pus at the site. It is unknown which side the patient the ins was implanted on. No device issues reported. No further patient complications have been reported as a result of this event.